Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). On (B)(6) 2022, the patient's mother reported that her daughter faced a kinked cannula which caused high blood glucose level. Reportedly, on (B)(6) 2022, she was admitted to the emergency room as she was nauseous, throwing up, not looking well and her blood glucose level was 13-14 mmol/l and ketones were more than 3 mmol/l. Moreover, she experienced diabetic ketoacidosis and noticed a kinked cannula. During hospitalization, she was administered unspecified medication (drug name unknown) intravenously. She was discharged after two nights with ketone level of 2.6 mmol/l. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.